Event description:
It was reported that during a lap sleeve gastrectomy, the surgeon used the stapler to cut the stomach using green & gold cartridges. On the 5th firing, on the fundus of the stomach, the tissue milked out of the instrument, causing the staples to be malformed, not closing as should to a "b" shape. The surgeon used gold reload in this firing. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.